Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump was broke and it was stopped working. The customer's blood glucose value was 12.5 mg/dl. Customer stated that insulin pump alerted stuck button and 3 seconds warning and just beeping not getting any insulin. Customer stated that they did not press a button down for 3 minutes or longer. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. All the buttons functioned properly and no blank display, stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. No unexpected. No physical damage to the device noted. The p-cap locks properly into place.